Manufacturer narrative:
The pump was received with operating currents within specs. The pump passed self-test, unexpected restart error test, rewind, displacement, basic occlusion test. The pump was unable to prime during prime test due to faulty force sensor resistor. The occlusion test and no delivery test were unable to be performed due to prime anomaly. There was no unexpected movement of the motor slide noted during rewind or displacement test. The motor was tested outside the device and passed. The pump was received with cracked case at the display window, display window and reservoir tube. The pump was received with partially broken reservoir tube lip. The pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump jitters a bit. The customer states there was a drive motor anomaly. The pump was being replaced and returned for analysis.